Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history review was conducted and only the current complaint was found relating to the incident lot number 3320791 and foreign matter. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® acd-a 1.5 ml blood collection tubes there was glass foreign matter inside the device. There were no health consequences or impacts reported.